Event description:
Customer reported images intermittently go black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the monoblock needed to be replaced. Waiting on customer to approve repair.